Event description:
According to the reporter, during laparoscopic rhythmology, the needle and suture thread separated. The event caused a delay in intervention. The thread was changed twice in order to finish the suture and complete the case. Another product was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.